Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Section g2 was corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error e433 was unable to be reproduced, but it was confirmed to have occurred based on the device's error log. However, the root cause of error e433 could not be determined. The event may have been caused by a destroyed transformer. An improved generator board was introduced in production in early july 2020. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed that during an unspecified therapeutic procedure the electrosurgical generator issued error message e433, which also did not disappear when the device was turned off and on again and the foot switch was removed and connected again. The intended procedure was completed using another similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: electrosurgical generator "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.